Manufacturer narrative:
H6: health effect impact code: 4644 - brimonidine, claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The patient was complaining of glare/halos post-op. Medication was administered (brimonidine). The lens remained implanted. Additional information has been requested but none has been forthcoming.